Event description:
Event 1 [date redacted] lot: 2422607564 6fr suction catheter opened by bedside rn and prepared to use when tip of catheter was noted to be clamped and 'sealed' off. New catheter opened and used. Event 2 [date redacted lot: 2320611164 ett [endotracheal tube] suction catheter did not have any measurement markings. Argyle 6fr. Graduated suction catheter with chimney valve. Manufacturer response for ett, 6fr suction catheter (per site reporter). Event1: [redacted] responded to cardinal [redacted] on [date redacted]. This is not a recall where we have to go through our distributor for returns. It is the standard to file the report and have cardinal investigates their own faulty products, regardless of how we purchased the product. This diverges from your normal process and communication. Please let us know if something has changed. We will note you are closing the case and not investigating the event." [Date redacted] cardinal health quality team emailed "since you have provided you purchased this directly from medline. We do not have any records on our system regarding your order. We will be closing this case." [Date redacted] initial contact for product location. [Date redacted] sample collected. [Date redacted] emailed [redacted] at cardinal health.